Event description:
The article, "four cases of successful retreatment following initial failure of percutaneous atrial septal defect closure", was reviewed. The article presented a case study of a 7-year-old female patient who presented with an atrial septal defect (asd). The defect measured 18.3mm x 12.2mm. An 18mm amplatzer septal occluder was selected for implant on an unknown date. The device was deployed. Upon device implant the patient went into complete heart block. The device was retrieved and removed from the patient. Approximately four years later a 44mm gore cardioform was implanted to close the asd. [The primary and corresponding author was akari yoshida, kishinoura 1-8-1 kitakyushu city hachimanishi ward, fukuoka 8060034 japan.]

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "four cases of successful retreatment following initial failure of percutaneous atrial septal defect closure", was reviewed. The article presented a case study of a 7-year-old female patient who presented with an atrial septal defect (asd). The defect measured 18.3mm x 12.2mm. An 18mm amplatzer septal occluder was selected for implant on an unknown date. The device was deployed. Upon device implant the patient went into complete heart block. The device was retrieved and removed from the patient. Approximately four years later a 44mm gore cardioform was implanted to close the asd. [The primary and corresponding author was akari yoshida, kishinoura 1-8-1 kitakyushu city hachimanishi ward, fukuoka 8060034 japan.]

Manufacturer narrative:
In a research article, "four cases of successful retreatment following initial failure of percutaneous atrial septal defect closure," an adverse event without identified device or use problem was reported with heart block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. Unexpected medical interventions were a result of case specific circumstances, as the device was snared and septal defect was closed at a later date. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.